Event description:
(B)(4) study. It was reported that following a coronary artery drug-eluting stenting treatment procedure the patient developed stenosis of the target vessel. The index procedure treated the 2.5x5mm, 75% stenosed lesion if the 1st obtuse marginal artery. Treatment consisted of placement of a 2.5x8mm taxus express2 stent resulting in 0% residual stenosis. Core labe nine month angiography showed 100% stenosis of the 1st obtuse marginal. The study site did not report any events.

Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed. The batch number is unknown. Therefore a review of the manufacturing documentation could not be performed. The most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B)(4).